Manufacturer narrative:
Concomitant medical products: product ID 8709, lot/serial# (B)(4), implanted: (B)(6) 2003, product type catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 10-jan-2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a consumer via a company representative regarding a patient receiving baclofen via an implantable pump. The patient¿s medical history included cerebral palsy. The other medications the patient was taking at the time of the event was oral baclofen prn. A catheter revision was reported. The patient was a new to the practice. There were no known signs or symptoms and no known external factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was imaging but no dye study. Right before surgery the patient¿s mom stated she was hoping to have a new catheter due to the age of his previous catheter but she didn¿t have any concerns about the efficacy of the therapy. As the patient was being prepped for surgery the surgeon stated the catheter appeared to not be connected and wasn¿t given drug in the intrathecal space. When the surgeon pulled the catheter it was not connected. A new catheter was placed. And the managing physician started the patient at 50mcg/day of gablofen as if he were a new itb patient. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.